Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (500 mg/dl) and diabetic ketoacidosis. Customer was treated with insulin drip. System check could not be performed with tandem technical support as customer did not have the pump available. Customer was released from the hospital the following day with the issue resolved. Customer reverted to manual insulin injections for management of diabetes.